Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx had a shock equipment malfunction. There is no indication of patient involvement.